Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The insulin pump lost power unexpectedly multiple times over the last 5 days. Customer's blood glucose level was 150 mg/dl. The insulin pump alarmed weak battery and failed battery test. He cleared those alarms and changed them on the spot. The device was not returned.